Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was indicating end of life. Patient continued to have effective therapy. The device was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.